Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited placement difficulty due to the patient's anatomy and the lead dislodged three times during slitting. The lead was removed and replaced. No patient complications have been reported as a result of this event.